Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR. Reports: 1627487-2015-03066, 1627487-2015-03067 & 1627487-2015-03068. The patient has 1 scs system and 1 pns system which respectively included 2 model 3186 epidural leads and 2 model 3183 peripheral (off-label) leads. It was reported the patient was experiencing ineffective stimulation. As a result, the patient underwent surgical intervention on (B)(6) 2015 during which one epidural lead was explanted(unknown which lead) and replaced and the other was repositioned. Additionally, 2 model 3163 leads were added peripherally over the left hip. The patient was experiencing stimulation in correct places after the procedure. Additional programming is set for (B)(4) 2015.

Event description:
Device 1 of 4 reference MFR. Reports: 1627487-2015-03066, 1627487-2015-03067 & 1627487-2015-03068 additional information received confirmed the patient was seen for additional programming and is receiving effective stimulation.